Manufacturer narrative:
Hospital personnel stated that when the table was commanded into reverse trendelenburg, the table could be articulated up and down, as well as side to side, but not into the reverse trendelenburg position. A steris service technician arrived on site, inspected the table, and was unable to duplicate the reported event. The technician evaluated the table and found it to be functioning according to specification; the table was returned to service. This event was reviewed by montgomery quality/engineering. Based on the information provided by the user facility and the results of the technician's evaluation of the table, it appears that there was insufficient power to drive the hydraulic system into the commanded position. This condition may be the result of improper charging of the battery and/or the table not being plugged in properly. It was noted that the patient involved was a very large patient which would require a significant amount of power to complete an extreme articulation. Section 5.5, battery procedure states: "important: batteries are recharged automatically as long as the main power switch is set to on and the ac power is connected to the steris 4085 general surgical table. The plug icon appears on power panel led display indicating ac power and diode bar indicates battery condition." Also, "batteries require recharging on a periodic basis depending on frequency of table usage." Steris will offer the user facility in-service training on the proper use and operation of their surgical table. No additional issues have been reported.

Event description:
The user facility reported during a patient procedure, hospital personnel commanded their 4085 surgical table into reverse trendelenburg via the hand control however, the table did not respond. The anesthetist manually moved the table into the proper position and the procedure was completed successfully. There was no injury reported in relation to the event. No procedural delay or cancellation was reported.